Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information a patient passed away. The patient's son believes the 'toxic defective machine may have been at least a partial cause' of the patient's passing. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.